Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient was now receiving "settings not available" on their controller. Upon performing impedance check, the caller noted that contact 0 had high impedances and indicated that was being used in programming. It was unknown if the patient had high impedances at the time of implant. The caller was going to reprogram the patient to remove programming from contact 0. No symptoms were reported.